Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was slowly processing, and it had an issue with remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was slowly processing, and it had an issue with remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was processing slow and unable to remote support service (rss). A technical support specialist (tss) made multiple attempts to dial into the station, but all timed out. The rss service and other packages were restarted, but station remained inaccessible, and troubleshooting could not be completed. A field service engineer (fse) identified that the system was unable to connect through rss. The testing determined that the issue was resolved by deleting rss, restarting the service, and modifying the rss component manager. The fse also contacted a tss agent regarding the issue, and the system functioned without any issues. The system functioned as intended after the field service engineer and technical support specialist investigated the issue.